Event description:
After one year of cochlear implant use, this patient's device reportedly was explanted during a surgery to remove a cholesteatoma. The patient was reimplanted with a new device at that time.